Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation shows high le ad impedance.

Manufacturer narrative:
It appears that the device will not be returned for evaluation. Co therefore considers this report complete to the best of its knowledge.